Event description:
(B) (6). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a female of unknown age and origin. Medical history included rheumatoid arthritis described as stable (B) (6), clubbed hands due to rheumatoid arthritis and hand disability. Concomitant medications included insulin glargine and metformin hydrochloride, sitagliptin phosphate for unspecified indications. The patient received insulin lispro (humalog) cartridge via reusable memoir burgundy pen, based on the food she ate two to three times per day, sometimes 15 units in the morning, for the treatment of diabetes, beginning six months ago (approximately (B) (6)2009). The patient had a battery symbol in the window of her memoir pen ((B) (4)/lot number 0709c01). The patient continued to use the memoir pen with the battery appearing in the window and she was not sure she had been giving the right dose of insulin (onset date not provided). It was unknown if the patient recovered from the events. On (B) (6) 2009 her blood sugars went up to over 500 (mg/dl) using the memoir pen that was not functioning correctly. Normal blood sugar range was under 150 (mg/dl). No additional information was provided. The patient recovered from high blood sugars on (B) (6) 2009. On (B) (6) 2010, the patient just about crashed out because her blood sugar dropped to 38 (mg/dl). She patient had to contact emergency services. Treatment measures were not provided. The patient recovered from the events. The humalog was continued. Training status of the patient user was not provided. The general device duration of use and suspect device duration of use was not provided. The patient was keeping the suspect pen for possible return. Update 16-mar-2010: upon review on 15-mar-2010, it was determined that follow up information received from the initial reporter on 03-mar-2010 was not a new clinical episode, therefore all information was added to this case and (B) (4) will be deleted from the database. Added event of low blood sugar of 38 and event of "just about crashed out". Case and narrative updated with changes accordingly. Update 17-mar-2010: upon review on 17-mar-2010, it was determined that the event of incorrect dose administered should be associated with the memoir pen as the patient said that she continued using the memoir pen with the battery symbol appearing and was not sure she received the correct amount. Assessments updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a female of unknown age and origin. Medical history included rheumatoid arthritis described as stable for 63 years (approximately 1947), clubbed hands due to rheumatoid arthritis and hand disability. Concomitant medications included insulin glargine and metformin hydrochloride, sitagliptin phosphate for unspecified indications. The patient received insulin lispro (humalog) cartridge via reusable memoir burgundy demo pen, based on the food she ate two to three times per day, sometimes 15 units in the morning, for the treatment of diabetes, beginning six months ago (approximately (B)(6) 2009). The patient had a battery symbol in the window of her memoir pen ((B)(4)/lot number 0709c01). The patient continued to use the memoir pen with the battery appearing in the window and she was not sure she had been giving the right dose of insulin (onset date not provided). It was unknown if the patient recovered from the events. On (B)(6) 2009, her blood sugars went up to over 500 (mg/dl) using the memoir pen that was not functioning correctly. Normal blood sugar range was under 150 (mg/dl). No additional information was provided. The patient recovered from high blood sugars on (B)(6) 2009. On (B)(6) 2010, the patient just about crashed out because her blood sugar dropped to 38 (mg/dl). She patient had to contact emergency services. Treatment measures were not provided. The patient recovered from the events. The humalog was continued. Training status of the patient user was not provided. The general device duration of use and suspect device duration of use was not provided. The suspect device was returned on 15-mar-2010. Update 16-mar-2010: upon review on 15-mar-2010, it was determined that follow up information received from the initial reporter on (B)(6) 2010 was not a new clinical episode, therefore all information was added to this case and case (B)(4) will be deleted from the database. Added event of low blood sugar of 38 and event of "just about crashed out." Case and narrative updated with changes accordingly. Update 17-mar-2010: upon review on 17-mar-2010, it was determined that the event of incorrect dose administered should be associated with the memoir pen as the patient said that she continued using the memoir pen with the battery symbol appearing and was not sure she received the correct amount. Assessments updated accordingly. Update 30-mar-2010: additional information was received on 25-mar-2010 from the global product complaint system. Added device specific safety summary, and product return date for humapen memoir device. Completed EU/ca fields. Updated malfunction and malfunction type. Update 7-apr-2010: non-med sig edit. Updated the device to reflect that it was a demo pen.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a customer reported only the battery symbol appeared in their memoir dose window. Nevertheless, they continued to use the pen. The customer reported not being sure they were receiving the correct dose of insulin because between (B)(6) 2009 their blood glucose was over 500 mg/dl. In addition, on (B)(6) 2009, the customer required medical intervention when their blood glucose dropped to 38 mg/dl. The complaint device was returned to the manufacturer for investigation. The device batch 0709c01 was manufactured in september 2007. The investigation confirmed the battery was producing low voltage resulting in premature pen expiration. While the device remains mechanically functional, this malfunction may result in an inaccurate dose of insulin if the user attempts to set their dose by incorrectly counting dialing clicks with a blank display. Malfunction confirmed. Corrective action, failed battery. A corrective action was implemented in may 2008 which was after this reported batch. Beginning with batch 0805c01, the manufacturer is sorting batteries placed in devices. The user manual addresses this condition by instructing them not to use the product if the display or other aspects of the device appear damaged. Users are typically aware of this failure and the direction for use prohibits continued use. There is evidence of improper use. The customer aware of the pen failure continued using it. This misuse is relevant to the customer's hyperglycemia and hypoglycemia.